Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event has been confirmed after review of the returned product. The articular surface provisional was returned and evaluated. The provisional has a fracture above the holes. Multiple gouges and dents were noted which indicate multiple uses. Dimensions measured were found within specifications review of the device history records identified no deviations or anomalies. Review of the complaint history determined that no further action is required. The root cause of the reported event can be attributed to the wear and tear from use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). (B)(4). Customer has indicated that the product will not be returned [location unknown at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trial liner was found to be cracked upon removal. No additional information is available.